Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on 11aug2023. After healing from the implant it was noted that the implanted lead was very superficial under the skin. On (B)(6) 2024 a surgical intervention was performed to reposition the lead. No components were removed or replaced during the procedure.

Manufacturer narrative:
Surgical intervention was performed to reposition the implanted lead only, there are no issues with any portion of the nalu system or its components failing or malfunctioning. It appears that the lead was not positioned in the most optimal location at the time of implant.